Manufacturer narrative:
On february 16, 2023, the mentor failure analysis lab received the device for evaluation. On february 20, 2023, the product investigation was completed. Device investigation summary: the product was returned to the mentor for evaluation. The mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the siltex gel 350cc breast implant had an area of siltex cracking on the anterior view. In addition, a tear was noted on the posterior view extending to the anterior view within the siltex cracking measuring approximately 7.7 cm. A microscopic examination was performed and instrument damage was not found on the area of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year old female patient underwent primary breast augmentation with two unspecified mentor gel implants and suffered bilateral breast implant ruptures, post-operatively. As a result, the patient underwent bilateral breast implant removal and replacement on (B)(6) 2022. The replacement devices were: (left) 525cc mentor memoryshape breast implant catalog: 3341405 lot: 9695757 sn: (B)(4) and (right) 525cc mentor memoryshape breast implant catalog: 3341405 lot: 9695757 sn: (B)(4). This medwatch form is for the right breast prosthesis.